Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid, clonidine, and compounded baclofen at 7.5 mg/ml, 600.0 mcg/ml, 500.0 mcg/ml concentrations and doses of 4.9517 mg/day, 396.14 mcg/day, 330.11 mcg/day respectively via an implantable pump. The indication for use was non-malignant pain. It was reported the patient had increased pain, on (B)(6) 2017, and was scheduled for an adjustment on (B)(6) 2017. The clinical diagnosis was noted as decreased pain relief. During the appointment, on (B)(6) 2017, the pump was interrogated and a pump motor stall was noted to have occurred on (B)(6) 2017 at 15:10 without recovery. The patient noted a MRI was performed on (B)(6) 2017. The pump was reprogrammed the same day and the new logs revealed the motor stall recovery on (B)(6) 2017 at 13:35. It was indicated the event was related to the device or therapy and MRI. The issue resolved without sequelae on (B)(6) 2017. The patient's baseline weight was noted as (B)(6).